Manufacturer narrative:
Continuation of medical device: ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning was triggered for high right ventricular (rv) defibrillation impedance. The lead remains in use. No patient complications have been reported as a result of this event.